Event description:
It was reported that the caller requested a battery voltage check and longevity estimate. The device remains in use. It was further reported that the device reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Analysis indicated the presence of oversensing as there were multiple non-sustained tachyarrhythmia sensed events of less than 220 ms. Six were recorded between (B)(6) 2010. The requested longevity estimate was provided as between 6.6 - 8.4 additional years.

Event description:
It was reported that the caller requested a battery voltage check and longevity estimate. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated the presence of oversensing as there were multiple non-sustained tachyarrhythmia sensed events of less than 220 ms. Six were recorded between (B)(4)-2010 and (B)(4)-2010. The requested longevity estimate was provided as between 6.6 - 8.4 additional years.